Event description:
The facility reported a flo-gard infusion pump with a broken holder. The event was reported to have occurred after delivery in biomed services. This has the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Baxter quality engineering determined the reported condition to be a pole clamp assembly issue. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with broken holder was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken pole clamp. Appropriate action was taken to correct the reported problem by replacing the pole clamp. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review found that the device has not been previously sent into service for the reported condition.